Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory rate trend sensor that is related to a high impedance condition.

Event description:
This supplemental report is being filed to include a conclusion code update.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed the respiratory rate trend (rrt) signal on the patient's non-boston scientific right atrial (ra) lead, which resulted in inappropriate atrial tachy response (atr) episodes. In addition, the pacing impedances were also high. The local area field representative was contacted for additional information, however at this time no further information is available. This crt-d device and ra lead remain in service. No adverse patient effects were reported.